Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013,-04-29 explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (3 mg/ml at 2.7 mg/day), bupivacaine (12 mg/ml at 9.9 mg/day), and clonidine (350 mcg/ml at 290 mcg/day) via an implanted pump. The indication for use was spinal pain and complex regional pain syndrome. The patient's&#62688;concomitant medications included duragesic patch, dilaudid, amitiza, and mobic. The patient's pertinent medical history included chronic regional pain syndrome in right upper and lower extremities, neuropathic pain, and lumbar radiculitis. On (B)(6) 2016 it was reported to the rep that the patient had catheter issues in the past ((B)(6) 2015) which necessitated the revision. The entire system was explanted on (B)(6) 2016 and was replaced with an alternative drug delivery system. The issue was resolved at the time of the report and the patient's status was alive with no injury. Additional information was reported by the hcp on (B)(6) 2016. It was reported that the catheter issue started in (B)(6) 2015 and the patient's pain had worsened and they had an increase in neuropathic pain. It was reported that a myelogram revealed the dye spread appeared to be epidural and not intrathecal, the cause was unknown and was possibly due to possible displacement on its own.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.